Event description:
On (B)(6), 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. The computed tomography angiography (cta) revealed thrombus in the right leg of the device. The physician decided to do a thrombectomy. The final cta showed the flow through the lumen. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device is being conducted. Further info was requested.